Manufacturer narrative:
The failure for unintentional running was confirmed through functional inspection, disassembly, and visual inspection. Components of the device were corroded including the sockets.

Event description:
It was reported by the user facility that the device was still vibrating when switched off. The user facility was not able to provide any further information regarding the reported event. Upon receipt at the manufacturer facility the device ran while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported by the user facility that the device was still vibrating when switched off. The user facility was not able to provide any further information regarding the reported event. Upon receipt at the manufacturer facility the device ran while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.